Event description:
During a laparoscopic appendectomy, the surgeon was attempting to staple across the appendix. When the surgeon pulled the trigger to staple, the stapler closed but did not engage the staples. When the surgeon attempted to remove the staple cartridge, the cartridge broke off the shaft and remained in place. The surgeon used another stapler and stapled across the appendix and just above the first stapler cartridge. The surgeon did remove the appendix and the cartridge. The surgeon did inspect the abdomen cavity to ensure no retain foreign object left behind. FDA safety report ID# (B)(4).